Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On an unknown date, a thoracic aorta replacement surgery with elephant trunk technique was performed. On (B)(6) 2009, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3415/06498454, tg4015/06187646). The proximal neck of a tag device was placed within the elephant trunk. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, a type ii endoleak of unknown origin was reported. The diameter of the aneurysm was 72 mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2009, six month follow-up imaging showed that the diameter of the aneurysm was 75 mm. The type ii endoleak reportedly persisted. On (B)(6) 2010, one year follow-up imaging showed that the diameter of the aneurysm was 73 mm. The endoleak was reportedly resolved and no issues were reported. On (B)(6) 2011, two year follow-up imaging showed that the diameter of the aneurysm was 71 mm. No issues were reported. On (B)(6) 2012, three year follow-up imaging showed that the diameter of the aneurysm enlarged to 78.5 mm. Non-contrast computed tomography (CT) was performed, so it was unknown if endoleak was present. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm was 76 mm. Non-contrast CT was performed, so it was unknown if endoleak was present. No further information is available.